Manufacturer narrative:
Reportedly, the hospital's biomed had tested the device for a few days in follow-up of the event before dräger service was called, finally. Hence -and in reflection of the fact that the exact time of event is unknown, checking the device log was decided to be not meaningful as it is impossible to divide which error entry may be related to the event and which one was caused by the consecutive testing. The dräger service engineer identified an intermittent problem with the light barrier unit which is continuously monitoring the piston position of the ventilator . If deviations occur the downward movement of the piston will not be limited electronically and may than be blocked mechanically in end position. Depending on exact nature of the deviation the responses triggered by the supervisor function of the device may vary - a shutdown of automatic ventilation may be triggered upon persistent failure condition to protect from damages to the ventilator. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functions remain available. An intermittent malfunction of the light barrier unit explains the reported observations and the described alarms. The dräger engineer replaced the respective functional unit. The workstation was subject to a full scope of tests against specifications, found fully compliant and was returned to use. The machine reportedly works properly since then without exhibiting new malfunctions.

Event description:
The customer reported that the machine displayed a ventilator failure message on the screen several times intermittently over about a 7 day period. No patient consequences have been reported.